Event description:
The pt's pacemaker was explanted because of a failure to generate pulses. Telemetry read "pacer reset by interference." Unable to program or read further telemetry. A proximal piece of leadwire not inserted into the pacemaker was sent to clinical engineering. The pacemaker and leadwire were returned to the MFR for further analysis.